Event description:
A report was received that the patient was experiencing pain in her back. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient's back pain was due to lead migration. The patient underwent a revision procedure wherein everything was explanted per physician's preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain in her back. The patient will undergo a revision procedure.

Manufacturer narrative:
.